Manufacturer narrative:
The reported issue that the display board needed replacing for dim segment could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time; however bd is currently investigating the dim segment issue with CAPA pr 1143616. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris pump module is typically used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was reported that the device had dim segment on the led display.

Manufacturer narrative:
The reported issue that the display board needed replacing for dim segment could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time; however bd is currently investigating the dim segment issue with (B)(4). No device history or qn search was performed since no source device serial number was reported by the customer. The alaris pump module is typically used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was reported that the device had dim segment on the led display.

Manufacturer narrative:
"H9: correction/removal rpt num if action reported to FDA under 21 usc 360i(f), list correction removal reporting number" field is updated. "H6: imdrf annex b, c, d, e, and f codes" field is updated. H3 other text : no product returned.

Event description:
It was reported that the device had dim segment on the led display.